Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose suture mediated closure device against resistance until the cause of the resistance has been determined. In this case, the force applied during removal attempt was circumstantial and was not the contributor to the device entrapment. It is unknown if the application of force directly contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide break/ separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. It may be possible that the guide was already broken due to high angle of insertion or torsional manipulation applied during device placement and subsequently contributing to the device entrapment. Breakage of the guide can compromise the foot functionality and prevent the foot from closing thus contribute to device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a transcatheter arterial chemoembolization procedure using a 5f sheath. Reportedly, after the lever was returned to its original position to park the foot the device was attempted to be pulled back from the patient anatomy; however, it did not move at all. The proglide was attempted to be advanced and pulled back again but it did not move and severe resistance was felt. Force was used during removal attempt and the distal guide broke but remained attached via the actuator wire. A surgeon was called for device removal. The proglide device was successfully removed surgically without further problems and the vessel was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.